Event description:
Broken door. Bezel assy- lower hinge crack, pressure sensor- check IV, door latch assy- sear damaged/cracked, ail sensor assy- cracked housing, case rear- damaged/cracked and door assy- hinge damage. There was no patient involvement. (B)(4). The device was not received as of this date. No determinations regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the present date. The device was not been previously returned for service. The database showed no quality notifications were opened for the device. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement. No escalation was required per swi 1501-006-000 and 1501-070-000. This file was closed because the device was not received within 55 days of opening the file.

Manufacturer narrative:
A review of the device service history record was performed from the date of manufacture to the present date. The device was been previously returned for service. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. CAPA reference number (B)(4). A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4) the device was not received as of this date. No determinations regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the present date. The device was not been previously returned for service. The database showed no quality notifications were opened for the device. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement. No escalation was required per swi 1501-006-000 and 1501-070-000. This file was closed because the device was not received within 55 days of opening the file.